Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the rf head connector on the programmer had poor contact. (B)(4).

Event description:
It was reported that the programmer and radiofrequency (rf) head could not recognize pacemakers. The programmer and rf head were returned to the manufacturer for servicing. There was no patient involvement.